Event description:
Ous MDR - during introduction, the device was caught in the y-connector and was bent but could be inserted. However, the inflation could not be completed and contrast medium was leaking. After withdrawal it was observed that the shaft was fractured.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The complaint instrument was returned in two fragments. The hypotube has fractured about 80 cm distal to the kink protector. Microscopic analysis of the fracture sites showed the cross-section is no longer circular which indicates that the hypotube most likely fractured as a result of significant bending. Review of the production documentations for the product detailed above verified that the instrument was manufactured according to specification and fulfilled all the requirements of in-process and final inspection. During final inspection and inner packaging every device is being visually inspected for kinks. The device was in accordance with the specifications at the time of delivery. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.